Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an arcr, before the inner package was unsealed, a black foreign substance was found inside the package. The device was received and evaluated in juarez laboratory. The device has been returned in its original packaging. The package is sealed and unopened. It was observed a foreign matter inside the sterile packaging; therefore, the device was sent to supplier for further investigation. The vapr tripolar 90 suction elect was evaluated by the supplier with the following results: device was returned in the original packaging which remained sealed. A piece of black contamination was visible at the point the suction tube enters the handle. The contamination was not physically attached to the tube and could be removed easily. Finally, the texture of the contamination was rubbery. During the investigation the visual condition of the active tip was photographed. There was staining/burning around the active suction port even though the device had not been used. The contamination was approx. 7mm long and rubbery in texture. Further investigation is required to confirm the nature of the contamination. A visual inspection of the returned device confirmed the foreign body reported by the end user. A manufacturing record evaluation was performed for the finished device u2004007 number, and no non-conformances were identified. It is not possible to determine what the particle is at this stage or why the particle is inside the blister. The supplier has escalated this issue to a CAPA. Further investigation will be required. A CAPA had already been initiated for the issue related to the stained/burnt appearance of the tip. As per the product control plan the 100% check visual inspection is a requirement for blister packaging and is currently being performed as part of the manufacturing process (check particulates) therefore all reasonable containment is already in place. A review the supplier complaint data indicates the reported defect is isolated to lot u2004004. A non conformance was also initiated to track this failure with the supplier. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device u2004007 number, and no non-conformances were identified. Corrected data h6: medical device problem code reported as delivered as unsterile product and has been updated to device contaminated during manufacture or shipping.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that a black foreign substance was inside the sealed package of vapr tripolar 90 suction electrode device. Another like device was used complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.